Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a motor stall and recovery caused by the patient having an MRI on the day of report. The duration of the stall was not reported. The medication being delivered via the device was baclofen.